Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of 600 mg/dl. The customer was out of the hospital within two days. Customer was wearing pump during time of hospitalization. The insulin pump will not be returned for analysis.